Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was failing op check for the charge button test. There is no indication of patient involvement

Event description:
The customer reported that the heartstart xl was unable to power on.